Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the user facility that the physician performed a hysterosalpingography procedure using a cook silicone balloon hysterosalpingography injection catheter. The attending physician indicated that the balloon was inflated to less than the max pressure of 1ml of saline solution. The physician attempted to retract the saline solution from the balloon but it would not come out and the balloon would not deflate. Hence, the balloon had to be removed in the inflated state causing pain to the patient. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient receive any additional procedures due to this occurrence. No further information was provided.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications and quality control of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use such as the warnings and precautions: always inflate the balloon with a sterile liquid. Never inflate with air, carbon dioxide or any other gas. Do not overinflate. Using excessive pressure to inflate the balloon on this device can cause the balloon to rupture. Refer to product label or the inflation check valve on the balloon device for appropriate balloon volume. This device is designed for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The device history record was reviewed and two (2) non-conformances were noted, one of which may be related to the complaint failure and the appropriate personnel will be notified. A trackwise search reveal two (2) other reported complaints associated with this lot number for the same failure. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.